Event description:
The facility reported an infusion pump with an 810:11 failure code. It is not known if the device was in use on a patient when the failure occurred. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device.